Event description:
The following has been reported: biomed reported: the pump stopped an infusion and gave the message "pump problem, contact service." Biomed took the device from service and cleaned the pins which were a little sticky, but not bad. Then ran a couple test infusions, 50 ml at 300ml/hr. The issue did not replicate, but , noticed the screen would jump and glitch when the motor ran. Ivenix admin says it gave the alert: "system failure - in safe state 1 : (details: flowcontrolstatusfailure safetyprocessorstatusfailure)". A preliminary review identified the following issue: mechanical hardware failure (screen, no input). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for screen glitches. During testing, the touch input functionality had no observable issues. After some time infusing normally, the customer mentioned glitching was observed on the screen for a brief moment. The device was opened and all cabling was prodded extensively with the screen on and the fault could not be replicated. Fully re-assembling the pump and allowing it to infuse again did not allow the error to be reproduced. To ensure proper functionality and to address the intermittent issue of the pump, the lvds cable will be replaced. No other damage or fault could be identified during testing and examination.